Event description:
It was reported that the ventilator failed pressure transducer and safety valve tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the servo-I ventilator failed pre-use check on the safety valve and pressure transducer tests. No information of any replaced parts have been received. The device logs can confirm the event of the failed tests in puc on (B)(6) 2020 and the date of event is therefore set to (B)(6) 2020. It is however not possible to draw any conclusion to which part/parts was faulty since no information regarding replaced parts is available. This information is not specific enough to point to any particular fault or to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer ref # (B)(4).